Event description:
It was reported that patient underwent surgery on 18aug2020 wherein their implantable pulse generator was replaced. Patient is stable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging their implantable pulse generator (ipg) approximately two months ago and the ipg stopped communicating with the charger. The ipg became inoperable and patient may undergo surgery to correct this issue. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.